Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A pd patient called due to a solution temperature high alarm that occurred in fill 4 of 4. The pd patient reported that the treatment information showed there was an overfill during cycle 1 of pd treatment. The overfill event was indicated due to drain 1 being 4815 ml, which is 193% of the 2500 ml fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. A new cycler was issued. In a follow up, the patient's pd nurse verified the event and said there was no harm, intervention or adverse event due to the overfill. The patient was able to do manual treatments until a new cycler was received. The cycler is available to return as a sample product.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Heater tray test passed. Heater safety test passed. System air leak test passed. Valve actuation test passed. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without any failures or problems. An internal visual of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A pd patient called due to a solution temperature high alarm that occurred in fill 4 of 4. The pd patient reported that the treatment information showed there was an overfill during cycle 1 of pd treatment. The overfill event was indicated due to drain 1 being 4815 ml, which is 193% of the 2500 ml fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. A new cycler was issued. In a follow up, the patient's pd nurse verified the event and said there was no harm, intervention or adverse event due to the overfill. The patient was able to do manual treatments until a new cycler was received. The cycler is available to return as a sample product.